Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Gearbox, not able to duplicate issue. Motor - (B)(4): no unusual smell or heat during bench test. Unable to test under load. Gearbox - (B)(4): no unusual smell or heat during bench test. Unable to test under load. Complaint of the chair is pulling to the right. Was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Gearbox, not able to duplicate issue. Motor - (B)(4): no unusual smell or heat during bench test. Unable to test under load. Gearbox - (B)(4): no unusual smell or heat during bench test. Unable to test under load. Chair is pulling to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair is pulling to the right.